Event description:
It was reported that the patient had saline supplementation to the balloon as the patient leaked urine sometimes when carrying heavy goods or coughing. Only an accessory kit was used and no component was removed or replaced. As a result of the test, the hospital judged that the saline was insufficient, and only the saline was added to the balloon. Following the procedure, the patient was stable and the event resolved.